Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a no delivery alarm. Customer changed the infusion sets 4 times and insulin would not go through the tube. Customer's blood glucose was 212 mg/dl. During troubleshooting, the insulin pump did not alarm no delivery alarm with manual prime, changing the reservoir resolved the issue. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.